Event description:
As reported, during use in patient, these two fogarty catheters were wavy (manufacturer references: (B)(4)), which made the insertion into the vessel difficult. After balloon deflation, resistance was felt during withdrawal of the catheter. As per customer's opinion, there was potential risk of vessel damage. There was no allegation of patient injury. The devices were discarded due to exposure to an infectious agent.

Manufacturer narrative:
As a summary, two medwatch reports are being submitted, one for each device (manufacturer ref: (B)(4)). Patient demographics unable to be obtained. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.